Event description:
It was reported that during a surgical procedure, residue from the cadiere forceps instrument fell into the pt. No additional information was provided. No pt harm, adverse outcome or injury was reported. The following medwatch reports were created for the cannula accessories and instruments used at the same facility. MFR. Report #2955842-2006-00174, MFR. Report #2955842-2006-00175, MFR. Report #2955842-2007-00008, MFR. Report #2955842-2007-00009, MFR. Report #2955842-2007-00010, MFR. Report #2955842-2007-00011, MFR. Report #2955842-2007-00012, MFR. Report #2955842-2007-00013.

Manufacturer narrative:
The device was not returned. The event description is consistent with the use of potentially defective cannula.